Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated: anxiety, depression, fear, limited physical activity . The reported allegations have been further investigated based on the information provided to date. Unknown if the reported anxiety, depression, fear, limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, but the celect filter is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The patient further alleges fear of death and limited physical activity.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that "[pt] received a cook gunther tulip on (B)(6) 2006". It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
A review of the complaint history and specifications was conducted during the investigation. Investigation is solely based on description of event. No product was returned and no imaging was provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating: "the filter cannot be retrieved". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Patient alleges anxiety and depression.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Additional information received on 3/17/2017. Patient alleges that an ivc filter was implanted on (B)(6) 2006 due to dvt. No attempts have been made to remove the filter. Patient alleges that the filter cannot be retrieved.